Event description:
It was later reported that the cause of the event was ¿for programming only¿. On (B)(6) 2013 a "pump programming fluoroscopy" was performed and noted normal function. The patient had experienced back pain. The patient outcome was ¿no injury¿.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
It was reported that the patient experienced an overdose. The patient was in for a refill on (B)(6) 2013 and there was nothing unusual about the refill. About 5-6 min after the refill the patient got sleepy, stopped breathing and had to be put on a ventilator. Once the patient was stabilized the hcp pulled the full 20ml out of the pump. It was noted that the hcp had difficulty pushing the needle in and pulling it out due to scar tissue. A dye study was being planned to confirm that the catheter was not punctured during the refill. It was reported that the patient acted like they received a huge bolus of drug. The patient had taken 20 mg of valium before the refill and had also given himself a ptm bolus before the refill. It was also noted that the patient had alcohol the night before. The device system was used to deliver fentanyl, bupivacaine and compounded baclofen.